Event description:
Ems personnel responded to a pt reportedly experiencing a seizure. The pt was diagnosed to be in ventricular fibrillation and a decision was made administer defibrillation therapy. It was reported that as the defibrillator was charging, power to both the monitor and defibrillator was lost. Reportedly the operator cycled power, replaced both batteries and attempted to charge the defibrillator again with the same result. On the fourth attempt allegedly the monitor screen remained blank but the operator was able to deliver the countershock successfully. The pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death. The opinion was based on the rptr's assessment of the pt's viability.

Manufacturer narrative:
The monitor was replaced with a new device to enhance the customer's confidence. The defibrillator currently listed in section d10 (initially listed on page 3 of initial report) was evaluated. Proper observation was observed and the device was returned to the customer for use.